Manufacturer narrative:
Based on the customer feedback, training on assembly machine operator and inspector. Were arranged as per relevant sop, and require them to change the silicon oil within the tank routinely to avoid the needle tube partial or complete blockage.

Event description:
The customer reported that the doctor used an 18g or 22g needle to extract the drug and then injected the patient with a 25g×1 1/2" (0.5mm×38mm) mckesson brand hypodermic needle, and in 8 different occasions in recent weeks, the drug did not come out, and no drug was injected, resulting in drug waste. The syringe used is a 16-s3c 3cc syringe.